Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer that had changed the battery this week 5 times on the insulin pump. Customer stated that he used the same battery in his brother's pump and it worked well but it does not work in his pump. Customer stated that the issue started 3 weeks ago. Customer stated that the batteries went from lasting over a month to around 1 week or less. Customer stated that he had to use 5 batteries today. Customer's blood glucose was 12.0-13.0 mmol/l at the time of the incident. Customer's current blood glucose is 7-8 mmol/l. Customer stated that the battery is now full as it was changed this morning after depleting quickly. Customer performed troubleshooting for failed battery test alarm and weak battery alarm. Customer stated that the battery cap appears to be damaged. Customer was advised to monitor the pump. Customer was advised that a replacement battery cap will be sent. Customer was advised to revert to a back-up plan until the replacement battery cap arrives.